Event description:
Customer called regarding problems with volume of reservoir showed on status screen and real volume in reservoir. Customer stated that the status screen on the insulin pump showed an empty reservoir, but the reservoir was full. Customer's blood glucose reading was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.